Event description:
It was reported, that there was a malfunction resulting in loss of manual ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Main manifold seal was cleaned. And adjustable pressure limiting diaphragm was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 1999. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison 3030 ohmeda dr, USA madison, wi . 53718.